Manufacturer narrative:
Zoll has not yet received the thermogard system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during set up for a patient with head trauma, the thermogard (sn: (B)(4)) display head was blank and the console sounded alarm nonstop. The customer tried to power cycle the unit; however, the issue persisted. The arctic sun temperature management system was used to continue treatment. No patient consequences were reported.

Manufacturer narrative:
The thermogard ivtm console was evaluated at the customer site by azm. The reported complaints of a blank display head and a continuous alarm were confirmed during initial functional testing and review of the console event log. The root cause was due to a low voltage battery inside the console display head. The thermogard xp ivtm console is a reusable device and was manufactured on 28 december 2012. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. To remedy the issue, the display head battery was replaced and the time recalibrated. Visual inspection was performed and no physical damages were observed. An annual preventative maintenance was performed. The console passed functional testing with no issues found. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard ivtm console with serial number (B)(4). The system passed all final testing criteria.